Event description:
Doctor indicates patient heard something click when eating last week and that this has happened previously when a screw has fractured.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. . No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.